Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was working on motorhome, and had to crawl into a tight area. While in that tight area, patient had to lay on back. Once they laid on back, they felt an intense ¿shocking¿ sensation, and was unable to move for five or six minutes. Once the patient was able to crawl out, they turned the device off. Since then, patient has felt a constant tingling in hands and feet, despite the device being off. The patient later said that this ¿shocking¿ happens each night when they go to bed, but they just turn intensity down, and it goes away. It sounds like, in this instance, the same thing happened, patient was on their back, but did not have remote control available, so was not able to turn the device down like they normally would. Rep advised the patient to contact physician and inquire about the residual ¿tingling¿ that patient is experiencing. It sounds like the patient keeps intensity up high during the day, but needs to turn it down when they lay on their back. Again, in this instance, patient was not able to turn it down while on their back.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2021, and product type: lead. Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 18-dec-2024, and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacture representative (rep) reported that the patient (pt) was seen and impedances were within normal limit. Adaptive stimulation was set up so that intensity would automatically decrease when they turn on their back. The pt was educated about spinal cord movement with positional changes. The event was resolved. The pt provided additional information. The pt stated when they were on their back their stimulation went "from 4.6 to 8.9 and it like electrocuted me and I was in a small area where I couldn't roll onto my stomach for about 4-5 minutes and its taken 4-6 days to recover from it and its not totally gone away yet, I¿m having muscle weakness and trembling in my legs". Pt says this happened "about a week to 10 days ago" and then saw rep yesterday and they programmed it so it won¿t go past 4.6 and will change stimulation automatically. Pt says issue is no longer happening.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.